Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2010. During post operative monitoring and testing, malpositioned cup was noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to correct information that was reported in error on a previous medwatch. Patient underwent right total hip arthroplasty on (B)(6) 2004 and not on (B)(6) 2010 as was previously reported in error.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, a malpositioned cup was noted. It was further reported by the patient via a patient survey completed on (B)(6) 2015 that she is currently experiencing mild or occasional pain in her right hip.

Manufacturer narrative:
The follow-up report is being filed to relay corrected information that was unknown at the time of the initial medwatch. Correction: gender is corrected in this report.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay initial implant date and product identification, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, a malpositioned cup was noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.